Event description:
It was reported that when the device was removed from its holder, the implant was missing and not attached to the delivery pusher.

Manufacturer narrative:
The product reported in this report is an export device not cleared or approved for marketing in the us. This complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k)# k161367). The device was stated to be available for return to the manufacturer for evaluation. However, it has not yet been returned. Some images of the device were provided for investigation and review of them is currently ongoing. The investigation is in progress.

Manufacturer narrative:
The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was found on the pusher heater coil. Further inspection found the pusher to be damaged and stretched at the distal section. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The build record for lot 0000918946 indicates that the implant was present within the final packaging and attached to the pusher prior to release. Furthermore, as the pouch was returned open, this investigation could not examine the device in its out-of-box condition to further assess the alleged product issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and damaged pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
It was reported that when the device was removed from its holder, the implant was missing and not attached to the delivery pusher.